Event description:
Dealer states the batteries will not hold a charge. Chair sold (B)(6) 2015 under 6 months warranty. Dealer states the consumer was stranded a couple of times, but no injury to report.